Manufacturer narrative:
(B)(4). Batch # p92d2x. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. No remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: the device jaws would not close and the clip dropped out of the device? Yes.

Event description:
It was reported that during an unknown procedure, the jaws were not closed and the clip fell off into the patient. The fallen clip was retrieved and no clip was left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.